Manufacturer narrative:
(B) (4). (B) (4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: failure to deploy - plunger. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was depressed to initiate exchange sheath splitting and locator wings deployment, "heavy resistance" was encountered. The safety release was activated, retracting the locator wings and releasing the device from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.